Manufacturer narrative:
Concomitant medical product: product ID: 97745, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that there was a software problem on the screen and the patient was getting a sensation/vibration. On (B)(6) 2018, the patient stated they were having pain and had been since they were implanted. All they were getting was electric shock and vibration. After they had finished charging the device handheld unit and went to the bathroom, they washed their hands, dried them, and it felt like it went to the highest setting and couldn¿t stop without getting shocked. The patient was very uncomfortable until they went through a to z to see if it resolved, but it didn¿t. The patient also noted they were in a lot of pain and it took an hour to get into bed because of the implant procedure and the device was constantly vibrating. The device just went off and they didn¿t know why; they were getting shocked and their spouse had to help them lay down, noting they couldn¿t move their leg or do anything or it hurt. They were thinking about going to the hospital because they didn¿t know what to do. They didn¿t know the cause of the sensation/vibration and they also didn¿t know the cause of the software problem. They then took the battery out and put it back in, which resolved the issue and the patient stated they knew what to do. They further noted that the message they got was ¿warning software problem cannot continue please call¿. It took them a long time to find the message and they had to start with three or four manuals and they were frightened. The patient stated they found the warning screen after the battery was taken out. The issue was resolved by taking the battery out and stated they might have not understood everything in the 30 minutes they had with the manufacturer representative (rep) after surgery; they had to read through the manual again to see if they could see what was going on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they we still getting shocking, like a vibration sensation, and they didn¿t know what the device was supposed to do. The patient stated that they had the device packed up and was afraid to use it. When the patient did finally use the implantable neurostimulator (ins), the device battery would drain rapidly. The patient thought maybe the wires needed to be re-connected or something. The patient experienced discomfort from the device and was unsure how to adjust it or what level it should be. The patient was told to adjust it until it was ¿comfortable¿ but wasn¿t sure if they were supposed to feel anything or nothing or what kind of therapy it was supposed to provide. It was also reported that the patient tried charging the ins and it went ¿wacky,¿ as it was up to 100% and they couldn¿t control it or turn it off. The patient stated that nothing had been done to resolve these issues and that the cause was unknown. The patient mentioned that they heard the device was great, but for them it wasn¿t really helpful. It was noted that the patient had an appointment with their healthcare provider (hcp) and a manufacturer representative on (B)(6) 2019 and was hoping to get their issues resolved. No further complications were reported or anticipated.